Event description:
It was reported by service report that the bed had no power and no nurse call. The power cord and the nurse call cable were pulled from the head end of the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing strain relief. Nurse call cord.